Manufacturer narrative:
Add'l lot numbers: 1a7022, a7022.

Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a physician on 10-may-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B) (4). This case is associated to case (B) (4) by reporter. This case involves a female pt (age nos) who received three poly-l-lactic acid (sculptra) treatments in 2008. On (B) (6) 2009, the first granuloma appeared (5 at the time of reporting). They appeared at the ring under the right eye, right cheek, right jawbone, left eyebrow, and cheek bones. The granulomas are visible and of chickpea size. Details of treatment: on (B) (6) 2008: dilution volume: sterile water (6 ml). Amount injected: 6ml. Batch number: 1a7016. (Expiration: apr-2009). Region(s) injected: nasolabial, cheekbones, temporal area, ring under the eyes. Route: deep dermis, subcutaneous. On (B) (6) 2008: dilution volume: sterile water (6 ml). Amount injected: 6ml. Batch number: 1a7022. (Expiration: oct-2009). Region(s) injected: nasolabial, cheekbones, temporal area, ring under the eyes. Route: deep dermis, subcutaneous. On (B) (6) 2008: dilution volume: sterile water (6ml). Amount injected: 6ml. Batch number: a7022. (Exp: oct-2009). Region(s) injected: nasolabial, cheekbones, temporal area, ring under the eyes. Route: deep dermis, subcutaneous. Corrective treatment: massaging. According to the physician, no biopsy was taken and no surgery was required. The adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. There was no alternative etiology to the adverse event. Ptcs (pharmaceutical technical complaints) were initiated numbers: (B) (4) (batch number a7022), (B) (4) (batch number 1a7016), and (B) (4) (batch number 1a7022). Event outcome: not recovered/ongoing. Physician's causality assessment: possible.